Event description:
It was reported that the device would not recognize the hard paddles assembly when connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed a wire pulled out of the crimp, which caused the device not to recognize the hard paddles assembly.